Manufacturer narrative:
Unique identifier (UDI) number added. Device evaluation: the pb980 battery was returned for failure investigation. The battery was visually inspected and functionally tested. Correct battery firmware was verified. The battery was installed into the failure investigation test ventilator; the component passed testing, no fault found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during testing, a 980 ventilator failed the battery test. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and replaced the battery. The se performed calibrations and extended self-testing on the device and all tests passed.